Manufacturer narrative:
B3: date of event: estimated, as this information was not provided. Detailed product and event information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Device eval by manufacturer: the device was not returned for analysis; however, media was provided and was thoroughly examined and evaluated to reveal imaging of a stretched coil.

Event description:
It was reported that the coil prematurely deployed and was removed with a snare. This 5mm x 8cm embold? Fibered coil was selected for use during a splenic artery embolization procedure using a truselect micro-catheter. During the procedure, the coil prematurely deployed in the microcatheter and became stretched. A snare was used to retrieve the entire coil, and it was noted the procedure was prolonged. There were no patient complications as a result of this event.

Manufacturer narrative:
B3: date of event: estimated, as this information was not provided. Detailed product and event information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Device eval by manufacturer: the device was not returned for analysis; however, media was provided and was thoroughly examined and evaluated to reveal imaging of a stretched coil.

Event description:
It was reported that the coil prematurely deployed and was removed with a snare. This 5mm x 8cm embold? Fibered coil was selected for use during a splenic artery embolization procedure using a truselect micro-catheter. During the procedure, the coil prematurely deployed in the microcatheter and became stretched. A snare was used to retrieve the entire coil, and it was noted the procedure was prolonged. There were no patient complications as a result of this event. It was further reported that the device separated between the proximal coupler and the delivery wire.